Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2002 and a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient allegations of pain, inflammation and elevated metal ion levels. There has been no reported revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04581 / 04582).